Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a research article, pocket infection and hematoma was noted where the lead was implanted. No additional information was provided. The patient status is not known. Details are listed in the attached article, titled the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads.